Event description:
It was reported that the slitting of the catheter during implant pinched the left ventricular (lv) lead. The physician was unable to pass a stylet through the lead after it was pinched. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).